Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via trial that the pt was being treated for double vessel disease. The first stent was deployed in the proximal left anterior descending (lad) artery with no pre-dilatation and a dissection occurred. Another xience v stent was deployed to cover the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention." It was reported that all the target lesions were not pre-dilated. It should be noted that the IFU states, "pre-dilate the lesion with a ptca catheter." However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.